Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed; due to corrosion on the endoscope connector, a b30(scope communication error) occurred. In addition to the malfunction reported in section b5 the following findings were discovered; the bending angle in up direction did not meet the standard value due to wear of angle wire, the forceps channel port was shaved, the scope connector was dirty due to water leakage, the adhesive on the bending section cover had a chip, the play of up/down knob was out of the standard value due to wear of angle wire, the scope ID was not displayed, and multiple parts of the scope had discoloration and were scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a scope communication error. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object was inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It is unclear whether the reprocessing was carried out in accordance with the instructions for use, so the cause of the foreign matter remaining could not be determined. There was no deformation to the area where the foreign matter remained. The detection method is described in chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.